Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not received low battery alert prior to the replace battery alert. The customer¿s blood glucose level was unknown. The customer also stated that this was 2nd occurrence of did not receiving a low battery alert prior to the replace battery alert. The customer was also reported that the insulin pump had multiple pump errors and reported that they were able to clear the alarm and able to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. No unexpected battery power loss alarm, no failed battery alarm, no pump error alarm during testing. Software error alarm found in the pump history due to software error.